Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.

Event description:
The customer reported via phone call that they experienced a low blood glucose level was 51 mg/dl. The customer reported inserting a new sensor and receiving a change sensor alert. The customer had no symptoms. The customer did not treat the low blood glucose level. The current blood glucose level was 98 mg/dl. The customer did not complete troubleshooting. The insulin pump will not be returned for analysis.